Manufacturer narrative:
Event date: unreported date in 2017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was foreign material inside the port of a 2000ml exactamix eva tpn bag. This event occurred before use of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Microscopic inspection was performed and revealed embedded brown particulate matter in the spike port tubing that appeared to be burnt raw material. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.